Event description:
During device preparation, when the computer was booted up, the screen became blue. After the computer was power cycled several times, the issue was temporarily resolved. However, later on during the ablation procedure the issue reoccurred and the procedure was aborted. There were no adverse consequences to the patient.

Manufacturer narrative:
One workmate¿ claris¿ system computer was received for evaluation. Visual inspection revealed physical damage to the serial port assembly located on the bottom rear side. Normal wear was observed on the exterior enclosure. During the initial startup, it was observed that the computer passed the hardware startup self-test. The claris software application initiated upon os startup completion which indicated a normal system startup as expected. A review of the operating system event logs indicated the system was powered down unexpectedly on 3 separate instances prior to the date of the reported event. This event would corrupt system files and cause the operating system to start abnormally. Per workmate claris v1.1 reference manual: ¿turning off the computer without using the proper shut down procedure can result in loss of data. Always follow the proper shutdown procedure.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The review identified that the cause of the workstation startup issue was associated with an improper system shutdown procedure or unexpected power loss prior to the date of the reported incident.